Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that during iol implantation the capsular bag tore. The iol was explanted and exchanged for a 3 piece lens within the original surgery session. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device has not been returned to rayner. The rayone preloaded iol injection system use risk analysis identifies advancing the plunger too quickly and forcing a jammed plunger during iol insertion as possible causes of "explosive expulsion of lens" leading to "capsule rupture". The rayone IFU "use of rayone" section "fig 7" states "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner". Our review of production records for the rayone aspheric rao600c batch 045268592 showed that all manufacturing and quality checks were conducted with successful results. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone aspheric rao600c batch 045268592. There is insufficient information and evidence available to establish the root cause of the event.

Event description:
On 11th september 2025, rayner received notification from a us healthcare facility of an event that occurred during use of a rayone aspheric rao600c. The event description provided states that the capsule tore during iol implantation.